Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device "doesn't work buzz and don't provide power". No further information was provided other than it was a nemo order. There was no reported patient involvement/adverse patient impact.